Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received; this report is being filed after the subsequent review of the following literature article: marasco, s. Et al (2016) an assessment of outcomes with intramedullary fixation of fractured ribs. Journal of cardiothoracic surgery 11:126. Seventy three consecutive patients who underwent rib fixation surgery at a facility between october 2012 and april 2015 were reviewed. The synthes matrix rib outer cortical plates were used exclusively in 58 patients and are the standard method for rib fixation. The remaining fifteen patients received 35 intramedullary splints and are the basis of this study. Of those 15 patients, nine also received synthes matrix rib outer cortical plates. In six of those patients the outer cortical plates were for contralateral fractures and in the remaining three, a combination of outer cortical plates and intramedullary splints were used in consecutive ipsilateral fractures. One patient had fractures fixed with acute innovations ribloc outer cortical u plates and presented with hardware movement requiring replacement of one plate with an intramedullary splint. One patient (female aged, (B)(6)), died within the same hospital stay from other injuries, having had two intramedullary splints inserted. The remaining 14 patients were all male. The average age of the 14 patients was 52 years (range 32¿77 years). Of the three patients who had not returned to work, one reported ongoing thoracic neuralgic pain associated with the site of rib fractures. This is report 1 of 2 for (B)(4). This report is for an unknown synthes matrixrib a copy of the literature article is being submitted with this medwatch